Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly. Customer's blood glucose level was 123 mg/dl at the time of incident. Customer stated that the he keeps getting the air bubbles in the reservoir and the infusion set and also constantly. Product will not be returned for analysis.